Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this left ventricular lead was dislodged. The lead was unable to be re-fixed and was replaced. No resulting adverse patient effects and no return of product is expected.